Manufacturer narrative:
H10: results of investigation: vyaire received the device for investigation. Visual inspection of the device found no indications of damage or misuse. The device was installed on a test stand as received and underwent testing in an effort to duplicate the failure. The following tests were performed to verify the performance of the device. Leak test: chapter 2 ventilator checkout tests. The device passed. Step test: chapter 6, maintenance and calibration. The test was initiated, but the device did not cycle. Additional inspection of the device found the bracket hardware to be loosened. With the hardware properly torqued to 60 in-oz. The flow valve was re-tested and found to pass the step test with values of 4, 4 and 4. A review found that prior to kitting the device had underwent automated testing per lap top ventilator flow valve testing and passed on all counts. The device was tested and found to have been improperly assembled. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the device and replaced the flow valve.

Event description:
It is reported to vyaire medical that the ltv (lap top ventilator) 2150 experienced delivered tidal volume exceeding the high limit. The customer confirmed there was no patient involvement associated with the reported issue.